Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding / heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced procedural pain ("pain and suffering after insertion of essure"). On (B)(6) 2013, the patient experienced vaginal infection ("recurring vaginal infections for 5 years"), back pain ("chronic lumbar pain with frequent flare-up crises") and urinary incontinence ("urinary incontinence"). In 2013, the patient experienced pruritus ("itching / pruritus generalized"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("constant discomfort during sexual intercourse / occasional dyspareunia"), metrorrhagia ("episodes of metrorrhagia"), abdominal discomfort ("abdominal discomfort"), dysmenorrhoea ("occasional cramps"), diarrhoea ("diarrhoea"), constipation ("difficulty passing stool during her menstrual period") and abdominal distension ("abdominal distention with a sensation of having her stomach full"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy / sensitisation test (positive for nickel sulphate)"). On an unknown date, the patient experienced swelling ("swelling"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), sleep disorder ("sleep disorders"), paraesthesia ("tingling sensation in hands and feet"), abdominal pain lower ("hypogastric pain radiating to her back"), emotional distress ("emotional suffering") and menorrhagia ("longer periods of menstrual bleeding / breakthrough menstrual bleeding of 4-5 days progression"). The patient was treated with surgery (total laparoscopic abdominal hysterectomy surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, procedural pain, swelling, pelvic pain, hypersensitivity, sleep disorder, pruritus, paraesthesia, dyspareunia, metrorrhagia, abdominal discomfort, dysmenorrhoea, diarrhoea, abdominal pain lower, vaginal infection, emotional distress, back pain, urinary incontinence, constipation, abdominal distension, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to metals, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, paraesthesia, pelvic pain, procedural pain, pruritus, sleep disorder, swelling, urinary incontinence and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel sulphate (48 and 96 hours).. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding / heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced procedural pain ("pain and suffering after insertion of essure"). On (B)(6) 2013, the patient experienced vaginal infection ("recurring vaginal infections for 5 years"), back pain ("chronic lumbar pain with frequent flare-up crises") and urinary incontinence ("urinary incontinence"). In 2013, the patient experienced pruritus ("itching / pruritus generalized"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("constant discomfort during sexual intercourse / occasional dyspareunia"), metrorrhagia ("episodes of metrorrhagia"), abdominal discomfort ("abdominal discomfort"), dysmenorrhoea ("occasional cramps"), diarrhoea ("diarrhoea"), constipation ("difficulty passing stool during her menstrual period") and abdominal distension ("abdominal distention with a sensation of having her stomach full"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy / sensitisation test (positive for nickel sulphate)"). On an unknown date, the patient experienced swelling ("swelling"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), sleep disorder ("sleep disorders"), paraesthesia ("tingling sensation in hands and feet"), abdominal pain lower ("hypogastric pain radiating to her back"), emotional distress ("emotional suffering") and menorrhagia ("longer periods of menstrual bleeding / breakthrough menstrual bleeding of 4-5 days progression"). The patient was treated with surgery (total laparoscopic abdominal hysterectomy surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, procedural pain, swelling, pelvic pain, hypersensitivity, sleep disorder, pruritus, paraesthesia, dyspareunia, metrorrhagia, abdominal discomfort, dysmenorrhoea, diarrhoea, abdominal pain lower, vaginal infection, emotional distress, back pain, urinary incontinence, constipation, abdominal distension, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to metals, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, paraesthesia, pelvic pain, procedural pain, pruritus, sleep disorder, swelling, urinary incontinence and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel sulphate (48 and 96 hours). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding / heavy menstrual periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In 2007, the patient experienced procedural pain ("pain and suffering after insertion of essure"). On (B)(6) 2013, the patient experienced vaginal infection ("recurring vaginal infections for 5 years"), back pain ("chronic lumbar pain with frequent flare-up crises") and urinary incontinence ("urinary incontinence"). In 2013, the patient experienced pruritus ("itching / pruritus generalized"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("constant discomfort during sexual intercourse / occasional dyspareunia"), intermenstrual bleeding ("episodes of metrorrhagia"), abdominal discomfort ("abdominal discomfort"), dysmenorrhoea ("occasional cramps"), diarrhoea ("diarrhoea"), constipation ("difficulty passing stool during her menstrual period") and abdominal distension ("abdominal distention with a sensation of having her stomach full"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy / sensitisation test (positive for nickel sulphate)"). On an unknown date, the patient experienced swelling ("swelling"), pelvic pain ("pelvic pain"), hypersensitivity ("allergic reaction"), sleep disorder ("sleep disorders"), paraesthesia ("tingling sensation in hands and feet"), abdominal pain lower ("hypogastric pain radiating to her back / low back pain"), emotional distress ("emotional suffering"), heavy menstrual bleeding ("longer periods of menstrual bleeding / breakthrough menstrual bleeding of 4-5 days progression"), headache ("headaches"), fatigue ("fatigue"), libido decreased ("lack of sex drive"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic abdominal hysterectomy surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, procedural pain, swelling, pelvic pain, hypersensitivity, sleep disorder, pruritus, paraesthesia, dyspareunia, intermenstrual bleeding, abdominal discomfort, dysmenorrhoea, diarrhoea, abdominal pain lower, vaginal infection, emotional distress, back pain, urinary incontinence, constipation, abdominal distension, allergy to metals, heavy menstrual bleeding, headache, fatigue, libido decreased, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, fatigue, headache and libido decreased with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, allergy to metals, back pain, constipation, diarrhoea, dysmenorrhoea, dyspareunia, emotional distress, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, paraesthesia, pelvic pain, procedural pain, pruritus, sleep disorder, swelling, urinary incontinence and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive for nickel sulphate (48 and 96 hours). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2022: adverse events "headaches", "fatigue", "lack of sex drive", "anxiety", "depression" added to the case; also "hypogastric pain radiating to her back" updated to "hypogastric pain radiating to her back / low back pain." Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.